Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 44.9cm was returned for analysis. Final analysis found externalized conductors due to internal insulation were noted at 9.3-11.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.